Event description:
It was reported that three screws spayed during torquing in surgery. Subsequently, two of the three screws were explanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (also see 0002242816-2013-00083 / 00085).

Manufacturer narrative:
Visual inspection of the returned plugs was performed the confirmed the reported event. One of the plugs had major damage along the threading and wear markings along the superior and inferior portions. The second plug had only slight wear markings on the threading and superior portion. The damage on the threading of the first plug made functional testing impossible however the second plug was capable of engaging the screw seat without issue. A review of the manufacturing record for both plugs indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2013. Splaying is the spreading the pedicle screw seat and is generally a result of excessive or off-axis loading of the plug. In this reported event, one of the returned plugs was found with damage and wear marking aligned along the threading indicating possible cross threading of the plug. As such, the probable underlying root cause for the reported incident is off-axis loading during torquing of the plug.